Manufacturer narrative:
The device has been disposed by the customer. Since no lot number was provided, no device history record review could be performed. (B)(4).

Event description:
During an atrial fibrillation procedure, it was reported that there was a steam pop with 32 watts, flow 10 ml/h. A cardiac tamponade and pericardial effusion were observed. Drainage was performed. A total of 45 ablations were applied. On (B)(6), received additional information requested from bwi representative stating that it was also observed a drop in blood pressure and therefore, pericardiocentesis was performed. The patient required hospitalization and the outcome was a full recovery.